Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On 2017-mar-13, it was reported that the patient's pump had an infection and the system was removed in (B)(6) of 2016. The system was replaced in (B)(6) 2016. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.